Event description:
It was reported that light cord turned on without us pressing the standby button. Burned a hole in the drape.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.